Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power goes off randomly even the battery pack is inserted, and the device is turned on. The event occurred before patient use, during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed multiple power turned off after the device was powered on. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the battery pack. As a result, the battery pack was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.